Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The stenosed lesion was located in the mid right coronary artery. Following predilation of the lesion, the 2.75x38mm promus element monorail stent delivery system was advanced, however it could not cross the lesion. The stent struts were noted to be damaged. The procedure was completed with another of the same devices. No patient complications were reported, and patient status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a break in the hypotube. The hypotube was broken 230mm distal to the catheter strain relief. The hypotube was kinked near the break site. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The stenosed lesion was located in the mid right coronary artery. Following predilation of the lesion, the 2.75x38mm promus element monorail stent delivery system was advanced, however, it could not cross the lesion. The stent struts were noted to be damaged. The procedure was completed with another of the same devices. No patient complications were reported, and patient status was good. This product is only ous approved but it is similar to an approved us device.